Event description:
Pt reported to have died 11/13/98 with recurrence of seizures "and not sure why". Pt had first episodes of seizure in august which were treated and pt discharged. Pt had history of very severe multiple sclerosis. Pt was admitted with the november episode and treated with tegretol and cerebyx which relieved which relieved the seizures but the pt remained spastic. Tested for infection - white blood cellsb blood counts normal and afebrile. Seizure recurred and post episode pt returned to hosp. Room and found dead about one hour later. Pt had do not resuscitate status at time of death. Husband refused autopsy.